Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, and no damage was found. A clip test was performed while the instrument was installed on an in-house system and passed. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while inserting the instrument, the physician's assistant noticed resistance. After inserting the instrument, the surgeon noticed that the clip applier was not handling right and then it misfired and dropped the clip into the patient's anatomy. The clip was retrieved and the customer proceeded with a spare instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer believed the surgeon was using a green hem-o-lok medium size clip. The surgeon confirmed the closure of the clip after successful ligation. The vessel was greater than 10mm in diameter.